Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display screen was damaged. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2015 with the following findings: during investigation, the pump was powered on and the display was found to be dim with discolored text. Unrelated to the complaint, the display lens was found to be scratched, a scratched lens is cosmetic and has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.